Event description:
It was reported that the ventricular lead exhibited no capture, noise and high and low impedance. The lead was fractured due to clavicle crush. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.